Event description:
It was reported that this right ventricular lead shock impedance went out-of-range (oor) at 128 ohms and this triggered an alert. The patient has a single coil system and technical services stated that it is not uncommon to see measurements that get up to 130 ohms and be just fine. It was recommended to increase the oor range to 150 ohms and if another oor alert is given at that reading, it could be consider max energy commanded shocks. No adverse patient effects were reported.